Event description:
It was reported that eight years ago the patient experienced an overdose. This occurred following a refill session. The day after the pump refill the patient was found vomiting "black." The patient was taken to the hospital and it was believed that she had overdosed on street drugs. Per the reporter, the patient was "handcuffed to her hospital bed" and "the police officers were stationed outside of her door." The patient has been unable to get her oral medications refilled. She did not pass a urine test. It was reported that the patient was given her son's migraine medication and she "accidentally took the wrong medication." The pump was used to deliver fentanyl and baclofen. The patient was seeking a new healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).